Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.75 flextome¿ cutting balloon¿ was selected to treat the target lesion located in the coronary artery. During the procedure, it was noted that the balloon ruptured at 10 atm. The procedure was discontinued and completed with a different device. No patient complications were reported.